Event description:
It was reported to medtronic minimed that the customer reported that when enters sugars and carb counts the pump the pump doesn't keep the information and most likely settings need to do re-enter every other day. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return will be required for mmt-1880.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. Proceed with the following testing to assure proper functionality of the unit. Unit passed self test. Programmed multiple bgs and carbs intake. Boluses were properly delivered and all inputs were properly recorded in pump daily history. No settings anomalies noted during testing. The following cosmetic damages were noted: scratched case, pillowing keypad overlay, cracked case and cracked case (battery tube). In conclusion, customer's allegations of settings anomalies were not confirmed. All bgs and carbs intake were properly recorded in daily history successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.